Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device manufacturing quality record could not been reviewed as the lot number was not communicated. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient suffered from dislocation of the femoral head from the pe inlay with later loosening of the cup. No additional information has been received regarding patient outcome.

Manufacturer narrative:
(B)(4). D11 - list of associated devices: avantage inlay, reference and batch unknown ; head manufactured by a competitor, reference and batch unknown. Products have been received and analyzed, however, no clue has been found which could conformed the cup loosening. No x-ray has been received. Therefore, the reported event could not be confirmed. The cup, the inlay and the head were received. Thanks to the analysis, the reference and the batch of the cup were determined. Regarding the inlay, due to the wear of the component, it was impossible to determined the reference and the lot number. However, according to the r&d manager, the inlay belongs to avantage products family. Therefore, a new complaint has been created in order to handle the dislocation, as it involved a zimmer biomet product. See (B)(4) reported in medwatch 3006946279-2020-00129. Concerning the head, it was found that the head does not belongs to zimmer biomet. Therefore, the hole device is not compatible. The product analysis shows that there was a black stain on the head that may have been caused by rubbing with the cup, rub marks were also found in the cup. The core of the cup was also damaged and much of it is missing, which appears to have been caused by the potential friction of the cone that was attached to the head. No other issues have been found on the returned pieces. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. Within three years, no other complaint has been recorded regarding cup loosening on acetabular cup avantage ha size 52, reference p0460052, batch 0000212383. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient suffered from dislocation of the femoral head from the pe inlay with later loosening of the cup. The cup loosenong is handle in (B)(4) and reported in the current report. The dislocation between the head and the inlay is handle in (B)(4) and reported in medwatch 3006946279-2020-00129.